Event description:
A site reported a loss of monitoring for approximately 10 telemetry pts when the cic (central station) rebooted. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.